Manufacturer narrative:
The device was manufactured december 14, 2016 ¿ december 15, 2016. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed on the bladder to determine whether there were any signs of abnormality that could have caused the rupture; no issues were identified. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.